Event description:
Reported experiencing elevated blood glucose (200 - 550 mg/dl), for the past month. Additionally, patient reported that 2 insulin cartridges had leaked inside of the device's cartridge chamber. Patient stated that they believe the device is not delivering the proper amount of insulin. No error messages were generated by the device. Patient self-treated elevated blood glucose by delivering additional insulin, via boluses.